Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The liner extractor tip broke off.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A two-year search of the complaint database found this failure may be attributed to user error as the end user may have used the instrument to pry out either a metal or ceramic liner instead of tapping to gently breaking the bond between the tapers. This instrument is designed for removal of polymer inserts. Based on the investigation, the need for corrective action is not indicated. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.